Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Since the material was adhered to an area other than the outer surface of the device, it is likely it could not be removed with reprocessing. Furthermore, it is likely the light guide lens glue peeled off due to physical (hitting/dropping) or chemical (solutions used) stress, which allowed humidity to enter the device, and cause corrosion. However, the foreign material could not be conclusively identified. The event can be detected by handling the device in accordance with the following IFU: tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the inside of light guide lens of the duodenovideoscope had stain. There were no reports of patient involvement.